Event description:
Boston scientific provided the following information: dr. Consult interrogation revealed rv bipolar no capture at 6 v and impedance 760 (last check impedance was 480). Unipolar impedance 250, threshold 3.5 at 1. No patient symptoms but patient mentioned couple of syncopal spells due to bp in 70s-80s. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.